Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis found a depleted battery. Further analysis revealed that a battery filter capacitor was leaking excess current, which caused the battery to deplete ahead of projected longevity.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was premature battery depletion. Detections were turned off, pending possible device replacement. Further information was received indicating that the device was explanted and replaced. No patient complications have been reported as a result of this event.